Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use following activation. This is the final report.

Event description:
The recipient is reportedly experiencing device migration. The recipient's surgeon manually moved the implant back into place. The recipient underwent repositioning surgery on (B)(6) 2019.